Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the keypad buttons are responding erratically and intermittently. There is reportedly no damage to the keypad. Approximately 3 weeks prior the patient had some elevated blood glucose levels (400mg/dl) reportedly due an inability to bolus with the pump due to the keypad issues. The patient was able to treat with injections and continued to use the pump for basal delivery only. The reported blood glucose excursion does not meet animas criteria for an adverse event. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no damage found to the keypad. All keypad buttons respond to presses intermittently. The keypad was removed and adhesive contamination was found under all button contacts.